Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed that this lead was explanted on (B)(6) 2019. Upon receipt, the lead under complaint was found cut approx. 11.5cm distal to the is-1 connector pin. The proximal and the distal lead fragments were returned. In between an approximately 9cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection showed a fracture of the conductor cable to the ring electrode on the distal part of the lead. This damage might be the root cause of the reported clinical observation. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. Furthermore, a deformation of the svc shock coil was observed which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead has noise causing inhibition, threshold > 5.0 v, as well as inappropriate shocks. Patient will be sent for x-ray. Lead remains implanted.